Event description:
It was reported that on (B)(6) 2012, a user reported observing smoke coming from the rear panel of the c700 and that the back panel of the c700 was warm to the touch. The c700 was removed from use and examined by the hospital biomedical tech. The tech reported that although the display appeared a little more dim than usual, the device appeared to be functional and although draeger tech support recommended returning the device to draeger for service, the customer returned the c700 to use. The customer reported that again on (B)(6) 2012, smoke was observed coming from the vents on the rear of the panel and the rear cover near the vent was warm to the touch. The hospital biomed removed the device from use. There were no injuries reported with either event. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.